Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient complained about pain at the insertion site. On (B)(6) 2017, it was reported that the patient had fever. Echography and x-ray of the abdomen revealed mild inflammation at insertion site and the patient began treatment with unspecified intravenous antibiotics. It was reported that the mild inflammation at the insertion site was almost completely healed but the infection was still slightly present but significantly better. On (B)(6) 2017, the patient was discharged home and the unspecified antibiotics would be taken orally at home. At the time of report, the fever had resolved, exudate was still present at the insertion site, and treatment with antibiotics were still ongoing.